Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) user facility reported that blood leaked from the arterial port injection site of a combiset bloodline when a patient care technician (pct) went to do a post dialysis bun draw. The pct inserted the needle to do the draw, and it pierced the port creating a pinhole where blood leaked out of. Additional information was provided upon follow-up with the pct. The pct confirmed that the blood draw was done correctly and alluded to their many years of experience. They confirmed the blood draw was done in the correct location, at the red arterial port injection site. The pct said the plastic on the component seemed thinner and flimsier than normal. The pct stated that it seemed like a different material. Once the needle pierced the port, the pct quickly took a glove and tied it around the line so they could continue returning the patient¿s blood. The remainder of the patient¿s blood was successfully returned and their treatment was able to be completed. There were no machine alarms that occurred. The patient¿s estimated blood loss (ebl) due to the leak was only 3 ml. It was confirmed that the patient did not experience any adverse effects, and they did not require any medical intervention. The sample was not available to be returned for evaluation as it was reportedly discarded. In addition, no photos of the device were available for review.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A hemodialysis (hd) user facility reported that blood leaked from the arterial port injection site of a combiset bloodline when a patient care technician (pct) went to do a post dialysis bun draw. The pct inserted the needle to do the draw, and it pierced the port creating a pinhole where blood leaked out of. Additional information was provided upon follow-up with the pct. The pct confirmed that the blood draw was done correctly and alluded to their many years of experience. They confirmed the blood draw was done in the correct location, at the red arterial port injection site. The pct said the plastic on the component seemed thinner and flimsier than normal. The pct stated that it seemed like a different material. Once the needle pierced the port, the pct quickly took a glove and tied it around the line so they could continue returning the patient¿s blood. The remainder of the patient¿s blood was successfully returned and their treatment was able to be completed. There were no machine alarms that occurred. The patient¿s estimated blood loss (ebl) due to the leak was only 3 ml. It was confirmed that the patient did not experience any adverse effects, and they did not require any medical intervention. The sample was not available to be returned for evaluation as it was reportedly discarded. In addition, no photos of the device were available for review.